Event description:
It was reported that during a total knee prosthesis, the surgeon encountered a problem with the impaction of a ps xlpe high flexion legion primary 5-6 11mm insert. It did not impact correctly. He completed the procedure with a standard postero insert which impacted directly. It is unknown if there was any delay in the procedure and no patient injuries were reported.

Manufacturer narrative:
It was reported that during a total knee prosthesis, the surgeon encountered a problem with the impaction of the insert. Despite several attempts to impact it on the tibia, it never impacted correctly. He therefore had to open a second identical implant which did not impact correctly either. He completed the procedure with a standard postero insert which impacted directly. The affected legion ps high flexion articular insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Possible causes could include but are not limited to size of device or surgical technique. Without the return of the actual product involved, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.